Manufacturer narrative:
Non-cardiogenic edema and pleural effusion are considered to be anticipated, potential side effects associated with the zephyr valve treatment. (Criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 7.0% of the zephyr valve subjects vs. 0% of the control subjects experienced a pleural effusion adverse event (ae) during the treatment period (less than or equal to 45 days). 0.8% of the zephyr valve subjects vs. 0% of the control subjects experienced a pleural effusion ae during the longer-term period from 45 days after the study procedure through 12 months post procedure. The zephyr ebv system IFU specifically references pleural effusion as a known, potential side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
Patient underwent a bronchoscopic lung volume reduction (blvr) procedure with five zephyr valves placed in the left lower lobe on (B)(6), 2020. The patient had a small left pneumothorax which required a 14f chest tube insertion in the left upper lobe on (B)(6) 2020. The chest tube was removed on (B)(6) 2020, and the pneumothorax was resolved on (B)(6) 2020. The patient also developed non-cardiogenic edema associated with re-expansion of the chronically collapsed lung 3 days after the zephyr valve procedure as observed in chest x-ray and CT. The chest radiographic studies taken on (B)(6), 2020 showed trace left pleural effusion with associated compressive atelectasis. This was treated with oxygen therapy; oxygen was increased from 6l to 10l and delivered through a high flow nasal cannula. On (B)(6), 2020, 40 mg of lasix was given; oxygen was decreased to 4l. During the course of the hospitalization, the patient was treated with bronchodilators and steroids. The non-cardiogenic edema was resolved on (B)(6), 2020 upon observation of the chest x-ray and physician's assessment. The patient was discharged from the hospital on (B)(6), 2020. Patient returned for a follow-up visit on july 9, 2020. Chest x-ray showed no pneumothorax. Physician reported during the follow-up visit that the patient was doing well and did not require oxygen at rest.

Manufacturer narrative:
The clinical investigation for the non-cardiogenic edema is still pending at the time of this report. A follow-up report will be submitted once this investigation is complete. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
Patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves placed in the left lower lobe on (B)(6) 2020. The patient had a small pneumothorax which required a 14f chest tube insertion on (B)(6) 2020. The chest tube was removed on (B)(6) 2020 and the pneumothorax was resolved on (B)(6) 2020. The patient also developed non-cardiogenic edema 3 days after the zephyr valve procedure on (B)(6) 2020. This was treated with oxygen therapy; oxygen was increased from 6l to 10l and delivered through a high flow nasal cannula. The non-cardiogenic edema was resolved on (B)(6) 2020, and the patient was discharged from the hospital on (B)(6) 2020.